Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump having sensor issues and has a high blood glucose. The customer¿s blood glucose level was 450mg/dl at the time of incident. The customer was assisted with sensor calibration trouble shoot. The sensor was determined it was working fine. The sensor is being replaced and is expected to return for analysis.